Event description:
Pt was implanted with click-x pedicle screw construct at l3-l4 for degenerative disc disease on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The rod on the right side of the construct became loose and migrated out of the inferior screw causing the opal spacer to migrate between the disc space into the vertebral canal. During the removal of the locking caps, surgeon reported that the screws on the right side of the construct required minimal effort to remove. Surgeon removed all hardware with the exception of the opal spacer. Surgeon revised pt to competitor's hardware and repositioned the opal spacer. The left side of the construct remained intact. This is the 4th of 8 reports submitted on this event.

Manufacturer narrative:
Three lot numbers were received. It is unk as to which lot number is associated with the subject device. The lot numbers are as follows: lot #7674186 - quantity of 1. Lot # 7677964 - quantity of 2. Lot # 7644562 - quantity of 1. Device has been received and is currently in the evaluation process.